Event description:
The tubehead broke off from the yoke and fell to the floor.

Manufacturer narrative:
There was no user or patient injury with this event.information on the device problem is pending, receipt of the evaluation done by a dealer service technician.